Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 700 au clinical chemistry analyzer and replaced the buffer valves and the ise mix motor to resolve the issue. The fse performed calibration and quality control with acceptable results. The fse verified the analyzer returned to normal operation. Section a2, a3, a4, and a5: information not provided by customer. Beckman coulter internal identifier is case (B)(4).

Event description:
The customer reported obtaining erratic patient results for sodium (na), chloride (cl) and bicarbonate (co2) due to anion gap values, involving their dxc 700 au clinical chemistry analyzer. The sample was repeated with normal results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics but provided results for one patient.